Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 events were reported for this quarter. 3 devices were received for evaluation. 3 events were confirmed during testing. 2 devices were found to be affected by corrosion. 1 device was found to have a damaged electrical component. 1 device is available for evaluation but has not yet been received. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had run-on. 3 reported events had no patient involvement; no patient impact. 1 reported event had no known patient involvement or patient impact.

Manufacturer narrative:
(B)(4). Corrected data: 1 device was expected for evaluation; however, was not received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had run-on. 3 reported events had no patient involvement; no patient impact. 1 reported event had no known patient involvement or patient impact.